Event description:
The pt was in "much pain." When the pump was interrogated a motor stall was noted in the event logs with no motor stall recovery recorded. The stall occurred (B) (6) 2009 at 0943 with a tube set message recorded on (B) (6) 2009 at 0943. The physician ruled out any environmental/medical emi; the pt lived in an assisted living institution and was not doing anything out of the ordinary when the stall occurred. The pump was updated on (B) (6) 2009, but the pump was still stalled. The pt was being supplemented with oral pain medication. The device system was used to deliver morphine. A pump replacement was being considered. Add'l info has been requested; a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).